Event description:
It was reported that a nurse went to the pt room to check on the pt. The pt was allegedly found deceased, kneeling on the floor, with his head between the left headend and footend siderails. The user facility further reported that the pt, who was admitted for "behavioral issues," was ambulatory and was given the freedom to get out of bed and walk around. The unit involved in the reported incident was evaluated by the MFR, and no malfunction or defects were found.